Event description:
It was reported that an external blood leak was observed from the dialyzer blood port of a prismaflex m150 set during continuous renal replacement therapy in the intensive care unit. The volume of blood loss was unknown. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo showed a leak from the set return line near the dialyzer screwed connector. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.